Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited far field p-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The device was reprogrammed. Patient was asymptomatic.